Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (b)(3) 2023. A photograph was provided for investigation. The allegation was confirmed. Sensor wire is is visibly shorter indicating broken or damaged. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).